Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During implant, rv lead was inserted and patient¿s blood pressure was down. The patient was unresponsive. Under fluoroscopy it was noted that the heart silhouette was not moving at all. Normal qrs depolarization on the EKG were seen. This appeared to be an instance of pulseless electrical activity (pea). The physician screwed in the lead and sales rep paced the patient¿s heart at 100 bpm while they began chest compression. Ultimately, the lead was removed and after several shocks and medications normal sinus rhythm was restored. The implant procedure was abandoned. Patient was admitted to ICU. Patient died on a later date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.